Manufacturer narrative:
The delta valve and ventricular catheter were not returned. Approximately 100.5 cm of the peritoneal catheter was returned. The catheter was patent however; it did not meet the requirements for leak testing as there was a large tear approximately 21 cm from the distal flow holes. It is unknown how or when this damage occurred. The catheter met the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during surgery, the doctor found the peritoneal catheter to be damaged. It was also reported that the doctor used a new one to complete the surgery. According to the report, there was no injury to the patient and the patient¿s current status was normal.